Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Additional information was received indicating that the cause of the out-of-range impedance measurement was not conclusively determined. Fluoroscopy or x-ray has not been performed as the patient was on hospice care. The system configuration was changed to rv coil to can and is planned to leave it that way without testing due to poor patient prognosis. No additional adverse patient effects were reported. The system remains in service.